Manufacturer narrative:
Root cause: the root cause was determined to be a raw material vendor defect based on the description of the reported issue. Due to the absence of a lot number, (B)(4) is unable to determine which vendor supplied the defective material. The current approved vendors were notified of the issue to investigate their processes. Corrective action: supplier corrective action requests (scar) were sent to meixin medical and a-plus to make the suppliers aware of the reported issue. Both vendors replied to the scars and those were responses were accepted. Investigation summary: an internal complaint (B)(4)) was received indicating that a peanut sponge (finished good (B)(4)) was unraveling during use, presenting a risk to the patient. A sample was not available for return. Additionally, no lot information was provided. A work in-process evaluation was performed and no issues were identified. Two cases of product were inspected at (B)(4) distribution center. This product was removed from inventory due to inspection. The inspected product appeared to be rolled loosely; however, it did not unravel when pulled on. There are two approved vendors for the raw material sponge: meixin medical and a-plus. Without a lot number, (B)(4) is unable to determine which vendor supplied the defective material. Scars were issued to both vendors and responses were received. A total of (B)(4) packs for the reported part number have been sold from january 2, 2015, to july 29, 2017. Of those, (B)(4) packs have been reported to have similar issues during the same time period. This is complaint-to-sales ratio of (B)(4) percent. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Product has a tendency to become unraveled during surgery. The radiopaque string in the kittner also tends to come loose, presenting a risk of falling out. They also can only be used on one side and cannot be flipped for extra dissection so more packages would have to be opened.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a peanut sponge (finished good (B)(4)) was unraveling during use, presenting a risk to the patient. A sample was not available for return. Additionally, no lot information was provided. The raw material sponge is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request was issued to (B)(4). As of the date of this report, the investigation is ongoing. This report will be updated when new and critical information becomes available.

Event description:
Product has a tendency to become unraveled during surgery. The radiopaque string in the kittner also tends to come loose, presenting a risk of falling out. They also can only be used on one side and cannot be flipped for extra dissection so more packages would have to be opened.